Event description:
Hospital reported during a procedure, approximately 50 - 75 cc of contrast extravasated into the back of the patient's hand. The IV was immediately removed and the arm was elevated. Hospital alternated between warm and cold compresses. The next morning, the patient had swelling up to her elbow. Her rings had to be cut off. Patient has had two surgeries since. The status of the patient is unknown at this time.

Manufacturer narrative:
Medrad service representative checked injector with no problems found with the unit. Hospital declined additional applications training.